Event description:
A customer reported receiving device error from a bigfoot unity device. This is a known issue for the serial number associated with this complaint, addressed by the field action fa-001 (FDA recall 3016525500/05162025/c). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Following the submission of a correction/removal for certain bigfoot unity devices, it has been determined that this complaint is a reportable malfunction.

Event description:
A customer reported receiving device error from a bigfoot unity device. This is a known issue for the serial number associated with this complaint, addressed by the field action fa-001 (FDA recall 3016525500/05162025/c). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section d4 (primary UDI number) was incorrectly documented in the previous report. Correction has been made.